Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material midway between the proximal and distal markerband. Inspection of the proximal and distal markerband did not reveal any damages. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A non-bsc introducer sheath was advanced. After a non-bsc guidewire has crossed the lesion, a 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced to dilate the lesion. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 6.0x40mm sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A non-bsc introducer sheath was advanced. After a non-bsc guidewire has crossed the lesion, a 6.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 6.0x40mm sterling¿ balloon catheter. No patient complications were reported.